Event description:
Boston scientific received information that, (B)(6) after the implant procedure of this right ventricular (rv) lead, an error message was displayed regarding an open circuit on the shock channel. High out of range shock impedance measurements were observed. Prior to the error message, a 41 joule shock was delivered without issue. A few days after the error message was displayed, a new ventricular fibrillation (vf) test was performed to verify the effectiveness of defibrillation. A shock of 41 j was successfully delivered with shock impedance at 38 ohms. This rv lead and associated device remain implanted, and no further issues were encountered. Boston scientific technical services (bsc ts) reviewed a save to disk, and discussed the open fault was most likely due to a hardware limitation, and evidence indicates impedance measurements were within range. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.